Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc femoral 12.5mm catalog 15-103206 lot 481770, biolox ceramic modular head catalog 12-115130 lot 179430, mallory head ringloc shell 58mm catalog 11-104058 lot 947600. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07566, 0001825034-2018-07567, 0001825034-2018-07569, 0001825034-2018-07570.

Event description:
It was reported a patient underwent the first of a two-stage revision due to infection approximately four months post left total hip arthroplasty and then an I&d with placement of antibiotic beads four weeks later due to non-healing and drainage. Patient was re-implanted with permanent devices six weeks later during the stage ii procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op records provided. Op records of stage 1 revision stated that during procedure surgeon noted large subcutaneous fluid collection with purulence. Specimen was sent for culture/cell count, no results included. Fascia had dehisced and infection tracked through abductor repair & into joint space. Necrotic debris removed, stem and cup were noted well fixed and osteotomy was performed to remove stem. Op records of stage ii revision states that spacers were removed and permanent devices implanted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.